Manufacturer narrative:
No sample has been returned for evaluation for the report of metal particles left in the eye; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician has noted there were small metal particles noted in this male patient's right eye during surgery. No metallic particles were noted after incision was made with the knife. Some particles have been observed in the incision and at different layers of the stroma, like a small reflex after insertion of viscoelastic with the cannula. Additional information has been requested. This is one of seven reports from this facility. Upon further review of provided information it was noted the surgeon used this cannula to insert dilating drops, other viscoelastic and saline solution.